Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility in (B)(6) 2017, the subject device repeatedly tested positive for several bacteria. On (B)(6) 2017 the subject device tested positive for bacillus stenotrophomonas malthophilia and ochrobactrul anthropi(5cfu/100ml in total) on (B)(6) 2017, the subject device tested positive for pseudomonas aeruginosa, stenotrophomonas malthophilia and achromobacter xyloxidans(>100cfu/100ml in total). The subject device was purchased in 2011 and also tested positive for following bacteria during routine surveillance culturing test by the facility in (B)(6) 2012, (B)(6) 2014, (B)(6) 2015 and (B)(6) 2016. On (B)(6) 2012; pseudomonas aeruginosa (15cfu/100ml). On (B)(6) 2014: lysinbacillus fusiformis (48cfu/100ml). On (B)(6) 2015: escherichia coli (1cfu/100ml). On (B)(6) 2015: pseudomonas aeruginosa, stenotrophomonas malthophila and achromobacter spanios envoi (63cfu/100ml in total). On (B)(6) 2016: pseudomonas aeruginosa, stenotrophomonas malthophila and pseudomonas citronllolis(>100cfu/100ml in total). On (B)(6) 2016: pseudomonas aeruginosa (>100cfu/10ml). On (B)(6) 2016: the biopsy channels tested positive for pseudomonas aeruginosa, stenotrophomonas malthophila and pseudomonas citronllolis(>100cfu/100ml in total). The auxiliary channel tested positive for stenotrophomonas malthophila and pseudomonas citronllolis(3cfu/100ml in total). The subject device had been reprocessed using non-olympus automated endoscope reprocessor (adapterscope) with peracetic acid. There was no report of patient infnt infection associated with the event.